Manufacturer narrative:
Patient's age was requested but not yet provided. Patient's sex was not provided. The patient's weight was requested but not yet provided. Device unique identifier (UDI): (B)(4). Approximate age of device-3 years and 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was having signs of hemolysis with elevated lactate dehydrogenase (ldh) and dark urine. Log files were submitted for review. The patient underwent a pump exchange on (B)(6) 2018. Additional information was requested but not yet provided.

Manufacturer narrative:
Correction: changed yes to no, device not returned a direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. Additionally, the submitted system controller log file appeared to show the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.